Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, the customer reported a high blood glucose (bg) level of high mg/dl. Cause of the high bg was unknown. Customer addressed high bg by correction injection via mdi. Customer reverted back to alternate method of insulin delivery.